Event description:
It is reported that the device was implanted in 2007. Approximately 6 weeks post-op, the pt presented with deep infection. The devices were removed on six months later.

Manufacturer narrative:
Eval summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. Therefore, it is unlikely that the specified device caused or contributed to the pt infection. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the compliant will be reopened. Zimmer considers the investigation closed.